Event description:
The patient was injected with 1.5cc of radiesse on (B)(6) 2012 in the nlf. The radiesse syringe was mixed with 0.1cc of 2% plain lidocaine (not expired). The patient had redness and was swollen a little bit in the lines just in the left side. The patient first complained of a problem on (B)(6) 2012. Photos were taken. The patient only used skin care products. The patient was not sick at the time of injection. Dr. (B)(6) saw the patient and prescribed keflex 250mg q.i.d. 10 days. The patient is not resolved.

Manufacturer narrative:
(B)(4). At the time of the report the patient was not resolved. A follow up call to find out the patient's current status has not been returned.